Event description:
The user facility reported that the glidewires used in the procedure were damaged. The coating of the wires were pulled back and the inner wire was exposed. A prime removal was done from the patient.